Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-04919. It was reported that the first contact of the upper lead was exposed through a hole in the patient's skin. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the physician cut off two contacts from the lead. There were no signs of infection, and physician cleaned and stitched the hole. The issue has been reportedly resolved. Note: as it is unknown which lead the contacts were cut from, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-04919. Additional information revealed that the wound has healed following explant.

Event description:
Reference MFR report # 1627487-2019-04919. Additional information revealed that the lead was still exposed after surgery, therefore surgical intervention was undertaken wherein the entire system was explanted.